Manufacturer narrative:
It was reported that the log files were not downloading onto the monitor despite the monitor stating that the transfer was complete. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the controller passed visual examination and functional testing. The data transfer between controller and monitor worked as expected; log files were successfully extracted from the controller. Alarms log file shows no alarms on the surrounding days of the reported event date ((B)(6) 2016). The data file starts with a date of (B)(6) 2016 and goes up to (B)(6) 2016; a data gap was not observed during this time period. Review of the event files revealed several time changes occurring between (B)(6) 2016. A video was provided by the site, which showed that the download of the logs from the controller to the monitor was successful. The customer was able to see 60 minutes and 4 hour short term trend data, but was unable to see trends beyond four hours. Additionally, alarms that were logged in the raw file was not displaying on the monitor. Supplemental testing was performed and included allowing the controller to run for 24 hours on different monitors. The reported event was duplicated on some of the monitors. Upon further review, it was determined that short-term trend graphs use different data than the controller data log files use for 24-hour and longer long-term trends. Every time the controller loses power or has a set-time or set-date operation, the long-term data prior to that moment is no longer displayed, although the data is still in the log file. The supplier fixed this issue in the newest monitor software version 1.05, which is going out with the pioneer 2.0 controllers.  The most likely root cause of the reported event can be attributed to a monitor software deficiency that may inadvertently fail to display long term trend data on the monitor due to a controller loss of power or a set-time/set-date operation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. Inability to download data from the controller or inability to change pump settings may result in no action or the wrong or inappropriate action taken in response to alarms. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical engineer that the site attempted to download log files as part of routine visit protocol, however, there was no data available for the past four hours and no alarms logged. The patient returned to the clinic and the site again attempted to download the log files but there was no data transfer despite icon on monitor displaying solid color and stating that log file transfer was complete. Video was provided showing evidence of short time for the transfer to the monitor. Log files were "practically empty" when they were opened. The site tried a different monitor but the same issue occurred. Another patient's data was able to be downloaded utilizing the same monitor. Attempts were made without success to erase the log files from the monitor and re-download.  The site also tried using another usb. The controller was subsequently exchanged with no consequence or impact to the patient. Log files and video were sent. No further information was provided.